Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Manufacturer narrative:
Additional information provided: updated section with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the device failed operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. The processor pca was returned to the failure analysis lab for evaluation. Troubleshooting revealed that a number of solder contact pins common to connector j16 had lifted off the solder lands as a result of either cold solder and/or physical stressing of the solder joints during the use of the device. The reported problem was verified during lab evaluation. Upon confirmation of the cause of the failure, the component was scheduled to be archived.